Event description:
It was reported via repair work order that the jack was not functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified that the jack was leaking from the top cap of the jack assembly. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the jack was not functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.